Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had blank display. Customer's blood glucose value was unknown. Customer stated that the insulin pump was not turn on after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.